Event description:
On this particular saw blade, there are flanges and a cut out where it seats in the sagittal saw. The blade was seated in the saw and the scrub noticed a piece of metal and discovered that it was one of the flanges from the blade. Both flanges broke off and one flange was found but the other, after searching the room, drapes, staff's shoes, equipment (back tables, mayo stand, ring stands, etc), it was not located. Xrays, both fluoroscopy and plane films, were done of the pt's knee/leg and no foreign bodies were found.